Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) has an ingress of blood into the pump. There was no patient harm.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has an ingress of blood into the pump.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse verified that a small amount of blood was on the inside of the pim port. The fse replaced the pim. The unit passed all safety and functional tests and was returned to the customer for clinical use.